Manufacturer narrative:
(B)(4). The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was to be implanted transgastric to the pancreas for pseudocyst drainage during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, there was difficulty advancing the delivery system through the scope. The procedure was not completed due to device availability. The collection was later drained by interventional radiology (ir). There were no patient complications reported as a result of this event.